Event description:
Title: is ultracision knife safe and efficient for breast capsulectomy? A preliminary study. Author/s: mathias tremp ¿ pietro g. Di summa ¿ dominique schaakxs ¿ ulrich rieger ¿ wassim raffoul ¿ dirk j. Schaefer ¿ daniel f. Kalbermatten. Citation: aesth plast surg, doi 10.1007/s00266-012-9896-z. This preliminary prospective, single-center, randomized study aimed to evaluate the safety and feasibility of an ultrasonic knife used in capsulectomy for baker grade 3 or 4 capsular contracture. In 2009, the study enrolled five patients (median: 59.2 years, age range: 55 to 64 years). Three patients had baker grade 3 capsular contracture, and two patients had baker grade 4 capsular contracture on both sides. For ventral capsulectomy and breast augmentation, the ultracision knife (harmonic synergy curved blade, sngcb; ethicon) was used on the study side of the breast. Complaints during the early postoperative period includes hematoma and diminished sensation of the nipple¿areola complex (n=1). The hematoma was reported to have treated conservatively. The results of the study suggest that ventral capsulectomy with baker grade 3 or 4 contracture using the ultracision knife is feasible, safe, and more efficient than blunt dissection and monopolar cutting diathermy and has a short learning curve.

Manufacturer narrative:
(B)(4). Date sent: 7/1/2025. B3: publication year of 2012. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. 4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.